Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post implant, the right ventricular lead exhibited loss of sensing and loss of pacing. The lead was repositioned and programming changes were made. The patient was stable before, during, and after the procedure.